Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a right coronary artery. During removal of a balance middleweight universal guide wire (gw), resistance was met with the guide catheter and it was noted that that the gw unraveled [tip coils separated, the core is intact, guide wire remains in one piece] still inside the guide catheter. The devices were simply removed altogether. The patient was unharmed and the procedure successfully completed without the need of additional devices. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation was confirmed. The reported difficulty to remove was unable to be confirmed due to the returned condition of the guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation determined the reported difficulty to remove and core separation appear to be related to case circumstances of the procedure. In this case, it is likely that during the procedure, the core became kinked on the distal end of the hypotube, while inside the guiding catheter resulting in the difficulty to remove. Further manipulation against resistance ultimately resulted in the core separation. The noted stretched coils and returned state of the distal end of the separation likely occurred during packing for return analysis as it is likely that the wire was coiled for easy packing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.device code 1069 was removed.

Event description:
It was reported that the procedure was to treat a right coronary artery. During removal of a balance middleweight universal guide wire (gw), resistance was met with the guide catheter and it was noted that that the gw unraveled [tip coils separated, the core is intact, guide wire remains in one piece] still inside the guide catheter. The devices were simply removed altogether. The patient was unharmed and the procedure successfully completed without the need of additional devices. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed MDR report, the account confirmed that the core of the guide wire separated in two pieces during removal as it met resistance with the guide catheter; the guide wire did not remain in one piece as previously reported. No additional information was provided.